Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was a long time user of the acuvue oasys for astigmatism contact lenses. The pt reported that he/she was traveling and ¿wore the contact lens for an extended amount of time and when he/she finally removed his/her contact lens, he/she had pain in the od on (B)(6) 2016.¿ the pt reported that he/she experienced redness, tearing, and irritation. The pt reported that he/she went to a hospital and was diagnosed with a corneal ulcer od. The pt reported that he/she was given vigamox eye drops and was prescribed 1 drop every hour od. The pt reported that there is no issue with the os. The pt reported that the eye is ¿better today, still a bit red, but not in pain.¿ the pt reported that he/she is currently using glasses. The pt reported that his/her ¿wear schedule is 2 weeks of use, rarely sleeps with contact lens and uses a multi-purpose solution for cleaning.¿ the pt reported that he/she was told to stop using the contact lenses and return for a follow-up appointment on (B)(6) 2016. On 07dec2016 a call was placed to the treating hospital for additional information. The following information was obtained as follows: the representative reported that the ¿pt was recommended to discard lens and not use until cleared by the eye care professional (ecp). The representative reported that the pt had a follow-up appointment on (B)(6) 2016 and was instructed to continue vigamox for another 5 days every 6 hours. The representative reported that the ¿corneal abrasion in between 11 and 12 o¿clock.¿ no additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kkcd was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
It was noted in an MDR review that the patient identifier in section was incorrectly submitted as (B)(6) for the fu # 1 submission on 03apr2017. The correct patient identifier is (B)(6).

Manufacturer narrative:
Two lenses were received in a lens case. The parameters of the two lenses were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. Power measurements were within specification as prescribed for the patient¿s left and right eye. No visual attributes were observed. (B)(4).